Event description:
A surgeon reports a pt complained of "fuzzy" vision following intraocular lens implant surgery. Reported sypmtom persists following lasik enhancement. No plans for further intervention have been identified.